Event description:
It was reported that the tip of the screwdriver broke off.

Event description:
It was reported that the tip of the screwdriver broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visual inspected and the tip is fractured exactly at the most distal laser marking line. The tip of the unit was not returned. There are no signs of twisting of the drill tip, only a clean break. Based on the breakage itself it is likely that the root cause of the failure is due to a combination of excessive force used by the surgeon and use of a 23mm biosteon screw. The images provided show that the breakage was at the most distal laser line on the driver tip indicating that a 23mm was used. The further down the screw is on the driver tip, the more susceptible it becomes to breakage, thus a 23mm screw was likely used by the surgeon. If a 23mm screw was not used then it would indicate that the surgeon was not fully engaging the driver when using larger screw size (either 28mm or 35mm). Therefore, the most likely root causes are excessive force by the surgeon in conjugation with use of a 23mm biosteon screw or not fully engaging a 28mm or 35mm biosteon screw into the driver. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.